Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at a dose of 496.3mcg/day via an implantable infusion pump for intractable spasticity and multiple sc lerosis. It was reported that the patient had been in and out of the intensive care unit multiple times over the past several months due to unrelated issues (urinary tract infections, pneumonia) resulting in severe spasticity. It was reported they believed that the pump was not working. The hcp reported they believe the patient had started to show signs of baclofen withdrawal. The rep had been contacted by another hcp 2 days prior to come and check the patient's pump which showed no signs of a motor stall at that time. It was reported that factors that may have led to the issue were unrelated systemic medical problems complicated by multiple sclerosis. The patient experienced intermittent periods of severe spasticity which are usually associated with an infection (uti, pneumonia) it was reported that the patient would be scheduled for a dye study once released from the intensive care unit. No interventions were taken to resolve the issue. It was reported that the patient had done well on oral baclofen and the hcp had asked if they could put the pump on minimum rate or if they need to taper it down. It was unknown if the issue was resolved at the no further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was extremely stiff and unable to move their limbs. It was reported that it had not been determined if there was any issue with the pump. The patient was home bound and the family requested that the pump be decreased and eventually set to minimum rate. That process was being executed by home health at a rate of 20% decrease every 5 days. The patient's family reported increased spasticity with the decreased pump dose, so the hcp is increasing oral medications. The hcp did not believe there was an issue with the pump. The patient's spouse reported the complaint of the pump not working. The patient was about (B)(6) lbs at the time of the event. No further complications were anticipated/reported.